Event description:
It was reported that the injector luer lock n35j experienced leakage during use.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to be evaluated by our quality team. Upon inspection of the product, a break was identified at the piston, resulting in the injector not being functional. A device history review could not be performed as no lot information was provided. Based on the available information we were not able to identify a root cause related to our manufacturing process. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to avoid defects with our products. The defect is confirmed. As no information was provided about the lot, DHR and retained samples cannot be reviewed. The root cause of the defect cannot be confirmed. Sales representative explains that it can be operational error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector luer lock n35j experienced leakage during use.